Event description:
The complainant reported that impella cp was explanted due to the patient experiencing limb ischemia. The patient eventually expired after care was withdrawn. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-19039. B5: mso statement missing. E4 should have been left blank.

Event description:
The patient eventually expired after care was withdrawn. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.